Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt experienced a loss of therapeutic effect and underwent a lead revision. The ins was also replaced due to normal battery depletion. Additional info has been requested.